Manufacturer narrative:
Follow-up #2 - the retain test strips have been further evaluated by lifescan product analysis with the following findings: although it was previously reported that the retain test strips failed performance testing with blood, the evaluation has concluded that the retain test strips passed all testing with no faults found. In addition, a device history record review was also performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The retain test strips failed the performance testing with blood. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio2 meter displayed an error 4 message. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred in "mid-july." The patient manages her diabetes with humalog and lantus insulin as well as metformin pills, and it is unknown what changes, if any, she made to her usual diabetes management routine in response to the alleged issue. The patient claimed that "almost immediately" after the alleged issue occurred, she developed symptoms of "blurred vision, weak knees, general weakness and a cloudy head" however denied receiving any treatment. During troubleshooting the cca noted that the patient followed the correct testing process and that the test strip completely drew in the sample. It was not the first time that the meter had been used and the issue was not resolved when the patient was walked through a retest. Replacement products were sent to the patient. This complaint is being reported as the patient reported symptoms suggestive of a serious injury after the alleged meter issue occurred.